Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that there is a disconnection issue with the teleflex device and a vyaire product. No report of an injury or impact to the patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The tubing was attached to an iso standard teleflex multi-adaptor, product code 1422. The tubing went on the adaptor smoothly with reasonable force for a secure, tight fit. Detaching the tubing from the teleflex multi-adaptor also required a reasonable amount of force. The sample tubing was not loose and could not be detached simply by moving or manipulating the tube itself. The customer also returned a connector from another supplier. While the attachment was not as tight as the teleflex adaptor, it still required reasonable force to attach and detach the sample tubing. Based on the investigation performed, the reported complaint could not be confirmed. The dimensional/fit testing did not reveal any issues with "disconnecting". It should be noted that a design change was implemented which decreased the wall thickness of the tubing from .010 " to .007 " and changed the plastic resin composition to increase the tubing flexibility. It is possible that this is what is being interpreted as a "disconnecting" issue; however, this could not be confirmed. There were no issues found with the returned sample.

Event description:
The customer alleges that there is a disconnection issue with the teleflex device and a vyaire product. No report of an injury or impact to the patient.